Event description:
It was reported that during setup of the device, the 980 ventilator shutdown unexpectedly. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the ventilator and found that, according to the system diagnostic logs, the power switch was set to off and it powered down properly. The (se) updated the exhalation sensor seal and performed calibrations and extended self-testing on the device and all tests passed.